Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per sample evaluation results on (B)(6) 2023, it was reported that the display does not work due to faulty control panel. The water was exchanged in the device and alarm 05 was present.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per sample evaluation results on (B)(6) 2023, it was reported that the display does not work due to faulty control panel. The water was exchanged in the device and alarm 05 was present.